Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the lower connector on the boom is worn and the holes are elongated.